Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported ongoing issues with inaccurate glucose readings when using a freestyle libre 3 reader (firmware version 1.08.3.1c) with libre 3 plus (15-day) sensors. Over at least 3 months, the customer experienced repeated low glucose readings across multiple sensors. Abbott diabetes care (adc) support replaced several sensors during this time, but the issue persisted. The customer provided device version information to support representatives, but the incompatibility with the plus sensors was not identified, and the reader was repeatedly confirmed as compatible. The customer reported that resolution occurred only after receiving a replacement reader with updated firmware (version 2.09.6.1c), which provided accurate readings in line with fingerstick measurements. The customer was successfully contacted, and the customer also noted that a replacement reader was initially sent to an incorrect address. The customer confirmed receipt of the new reader in ohio. Adc customer service clarified that the freestyle libre 3 reader is intended to be compatible with plus sensors, but noted that there is no specific data on firmware version differences. The customer agreed to provide the firmware details of his new device during the first week of may for further review. There were no reported adverse health effects, and no medical intervention was necessary. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There were 9 additional sensors reported and they have been captured under this submission. D4 - serial #: due to the character limit, additional sensors are recorded as "unk, unk, unk, unk, unk, unk..." To indicate multiple unknown serial numbers. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported ongoing issues with inaccurate glucose readings when using a freestyle libre 3 reader (firmware version 1.08.3.1c) with libre 3 plus (15-day) sensors. Over at least 3 months, the customer experienced repeated low glucose readings across multiple sensors. Abbott diabetes care (adc) support replaced several sensors during this time, but the issue persisted. The customer provided device version information to support representatives, but the incompatibility with the plus sensors was not identified, and the reader was repeatedly confirmed as compatible. The customer reported that resolution occurred only after receiving a replacement reader with updated firmware (version 2.09.6.1c), which provided accurate readings in line with fingerstick measurements. The customer was successfully contacted, and the customer also noted that a replacement reader was initially sent to an incorrect address. The customer confirmed receipt of the new reader in ohio. Adc customer service clarified that the freestyle libre 3 reader is intended to be compatible with plus sensors, but noted that there is no specific data on firmware version differences. The customer agreed to provide the firmware details of his new device during the first week of may for further review. There were no reported adverse health effects, and no medical intervention was necessary. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported ongoing issues with inaccurate glucose readings when using a freestyle libre 3 reader (firmware version 1.08.3.1c) with libre 3 plus (15-day) sensors. Over at least 3 months, the customer experienced repeated low glucose readings across multiple sensors. Abbott diabetes care (adc) support replaced several sensors during this time, but the issue persisted. The customer provided device version information to support representatives, but the incompatibility with the plus sensors was not identified, and the reader was repeatedly confirmed as compatible. The customer reported that resolution occurred only after receiving a replacement reader with updated firmware (version 2.09.6.1c), which provided accurate readings in line with fingerstick measurements. The customer was successfully contacted, and the customer also noted that a replacement reader was initially sent to an incorrect address. The customer confirmed receipt of the new reader in ohio. Adc customer service clarified that the freestyle libre 3 reader is intended to be compatible with plus sensors, but noted that there is no specific data on firmware version differences. The customer agreed to provide the firmware details of his new device during the first week of may for further review. There were no reported adverse health effects, and no medical intervention was necessary. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. The product has been requested back for investigation and the customer agreed to return the device. However, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported ongoing issues with inaccurate glucose readings when using a freestyle libre 3 reader (firmware version 1.08.3.1c) with libre 3 plus (15-day) sensors. Over at least 3 months, the customer experienced repeated low glucose readings across multiple sensors. Abbott diabetes care (adc) support replaced several sensors during this time, but the issue persisted. The customer provided device version information to support representatives, but the incompatibility with the plus sensors was not identified, and the reader was repeatedly confirmed as compatible. The customer reported that resolution occurred only after receiving a replacement reader with updated firmware (version 2.09.6.1c), which provided accurate readings in line with fingerstick measurements. The customer was successfully contacted, and the customer also noted that a replacement reader was initially sent to an incorrect address. The customer confirmed receipt of the new reader in ohio. Adc customer service clarified that the freestyle libre 3 reader is intended to be compatible with plus sensors, but noted that there is no specific data on firmware version differences. The customer agreed to provide the firmware details of his new device during the first week of may for further review. There were no reported adverse health effects, and no medical intervention was necessary. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported ongoing issues with inaccurate glucose readings when using a freestyle libre 3 reader (firmware version 1.08.3.1c) with libre 3 plus (15-day) sensors. Over at least 3 months, the customer experienced repeated low glucose readings across multiple sensors. Abbott diabetes care (adc) support replaced several sensors during this time, but the issue persisted. The customer provided device version information to support representatives, but the incompatibility with the plus sensors was not identified, and the reader was repeatedly confirmed as compatible. The customer reported that resolution occurred only after receiving a replacement reader with updated firmware (version 2.09.6.1c), which provided accurate readings in line with fingerstick measurements. The customer was successfully contacted, and the customer also noted that a replacement reader was initially sent to an incorrect address. The customer confirmed receipt of the new reader in ohio. Adc customer service clarified that the freestyle libre 3 reader is intended to be compatible with plus sensors, but noted that there is no specific data on firmware version differences. The customer agreed to provide the firmware details of his new device during the first week of may for further review. There were no reported adverse health effects, and no medical intervention was necessary. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.